Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was over 600 mg/dl. Customer delivered a bolus via the pump to address bg level. Reportedly, the customer performed a pump reset to resolve the issue.